Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm. Pump was received with scratched lcd window, cracked reservoir tube lip, missing end cap sticker and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 368 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.